Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and device dislocation ("migration of implant, malposition of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain and pelvic adhesions. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . On an unknown date, pelvic ultrasound showed linear echogenic density within the uterus, which can be due to intrauterine device vs due to dislodged essure device vs due to calcification vs due to retained post conception product. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication and event dysmenorrhea added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus / perforation : location of perforation - endometrial cavity.") And device dislocation ("migration of implant, malposition of essure device") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6) . Past adverse reactions to the above products included adverse event with mirena. Concurrent conditions included left lower quadrant pain and pelvic adhesions. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) for depression and anxiety. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abd pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, pelvic pain, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on date : (B)(6) 2013, surgery for endometrial abnormality was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On an unknown date, pelvic ultrasound showed linear echogenic density within the uterus, which can be due to intrauterine device vs due to dislodged essure device vs due to calcification vs due to retained post conception product. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received, new events "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, lower abd pain, lower back pain." Patient's demographics were added. Onset dates were added. Concomitant medication was added. Product insertion date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and uterine perforation ("perforation of uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, menorrhagia, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.